Event description:
It was reported that during a lap unknown procedure, the outer seal came off easily though the latch ring was not touched. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results for the 2b12lt device confirmed that it was returned in good visual condition with the universal seal properly attached to the sleeve. The device was tested for functionality and the universal seal was detached from the sleeve and then it was assembled again and it latched onto the sleeve assembly as intended. It could not be determined what may have caused the reported incident.